Event description:
It was reported that the pt's pump was replaced due to near end of life. The medication in the pump was morphine.

Manufacturer narrative:
(B)(4) - final device analysis of the pump revealed s2 battery resistance high. The pump did run for full 2 minutes at 24,000 ul/day and bct logs show a voltage drop of 0.51 volts. The s2 battery resistance test; showed a high resistance of 1177 ohms. The battery was sent out for further testing.